Event description:
It was explained that patient felt something itching, and that's when they noticed the knot.

Event description:
It was later reported, the patient was pulling someone else prior to (B)(6) 2013 and felt their wire come loose. It was stated it was revised on (B)(6) 2013.

Event description:
It was reported that the patient had a ¿knot¿ under her skin near the stimulator. It was stated that the patient had not fallen down, but was going to the doctor on the day of the report to get it assessed. It was later reported that the patient had a new device implanted on (B)(6) 2013 because the lead had broken.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 3037, serial# (B)(4), product type programmer, patient; product ID 3 093-28, lot# v866628, implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type lead; product ID 3093-28, lot# v866628, implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Follow up information received from the healthcare professional (hcp) reported that the cause of the patient¿s pain was due to a bulging wire in the lower back. Both the implantable neurostimulator (ins) and lead were then replaced on (B)(6) 2013. It was also reported that the patient denied symptoms of overactive bladder or urge incontinence. Hospitalization was not required for the event.

Manufacturer narrative:
(B)(4).